Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room with complaints of spasms. It was found that the lead had become dislodged. The lead was successfully repositioned and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.